Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis, leaflet thickening, motion restriction, and regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a model 29mm pericardial mitral valve was disabled via a valve in valve procedure after an implant duration of one year and four months due to thickening and motion restriction of 2 leaflets leading to stenosis and regurgitation with a mean gradient of 11 mmhg. A 29mm transcatheter valve was successfully implanted within the disabled 29mm valve via transeptal approach with good results. The patient was noted be discharged.

Manufacturer narrative:
Structural valve degeneration (svd) can encompass multiple failure modes. In this case, although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic mitral heart valve is failing after an implant duration of approximately one (1) year due to structural valve degeneration (svd). As reported, this is the second time the patient has presented for valve failure due to structural valve degeneration within the last three (3) years. Re-operation is intended but has yet to take place.